Event description:
It was reported that suction loss occurred during laser firing with 4 seconds into laser procedure using the patient interface. Doctor decided to perform photorefractive keratectomy (prk). No additional information was provided.

Manufacturer narrative:
Age, sex, weight, ethnicity: information was requested however, it was not available all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Device evaluation: one (1) opened patient interface was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed and the reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.